Event description:
It was reported that there was no flow through a small volume folfusor. It was discovered that none of the medication dose had been delivered over the 7 days it was connected to the patient. The device had been filled with fluorouracil 2625 mg in sodium chloride 0.9%. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed the sample contained inside a red bag and the bladder appeared to contain fluid. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.